Manufacturer narrative:
On 05/10/2021, it was reported to mentor that the date of removal is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/11/2021, upon visual evaluation of the image provided in the complaint on 6/3/2021 , the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, in the absence of exact date of implant information, date of implant under field d6a was updated from "(B)(6) , 2000" to "(B)(6) 2000" same as the manufactured date of the right side lot number 217122. Supplemental report will be submitted if any additional information or clarification is received. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Note: explant date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and suffered from a bilateral rupture. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the right breast implant.

Manufacturer narrative:
On 6/3/2020, the photo of the affected device was received by mentor. Manufacturer¿s reference number: (B)(4).